Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited signs of erosion. To date, the physician has elected to not medically intervene and monitor the patient. No resulting adverse effects were reported.